Manufacturer narrative:
Additional information was requested but is currently not available. No trend analysis could be performed as no item number is available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: patient had dynesys flexible spinal fusion implanted in 2008. He said it completely disabled him; polymer cord was broken. 8 years of disability and pain. A month and a half ago, the surgeon took it out. Review of received data: a picture was provided of the explanted devices. On the picture 4 pedicle screws, 4 set screws, 2 spacers and 1 cord (broken into 4 parts). The picture shows the explants right after the removal. The cord is broken into 4 pieces. It is unknown if the cord was broken in situ or was broken during the removal. No x-rays or other information was provided. No relevant damages can be seen on the other components, no product was returned to zimmer biomet for in-depth analysis, according to the information received, the location of the devices is unknown. Review of product documentation: it is unknown how the dynesys system was implanted. No surgical reports or x-rays have been received for investigation. The patient was complaining that the had pain since the implantation of the dynesys system.. The correct implantation of the dynesys system is described in the surgical technique of the dynesys system.. Root cause analysis: root cause determination using rmw: damage of implant (cord breaks) due to lack of adequate design of the cord components to withstand the required forces. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to the cord implant does not have adequate strength not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to implant will be implanted against contraindication. Possible, no information received. Indications unknown. Breakage of implant due to misinterpretation of x-rays leads to incorrect patient positioning. Possible, no x-rays received. Breakage of implant due to misinterpretation of x-rays leads to incorrect patient positioning. Possible, no x-rays received. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Possible, no post op information received. Breakage of implant due to patient does not follow the post-operative protocol. Possible, it is possible that the patient did not follow the instructions. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, it is possible that the user did use an explanted implant. Conclusion summary: it was reported that the patient was implanted with a dynesys system in 2008. Since then the patient had pain (8 years of disability and pain). In 2016 the patient was revised. The device have not been returned for evaluation. Therefore, the condition of the components is unknown. Only a picture of the removed dynesys system was provided. It can be seen that the cord was broken into 4 pieces. It is unknown how and when this breakage of the cord was occurred. It can be possible that the cord was broken in vivo or that the cord was cut during the revision surgery. No x-rays or surgical reports were sent. Therefore, it cannot be said if the dynesys system was implanted according to surgical technique. The correct implantation technique is described in the surgical technique of the dynesys system. However, an exact root cause for the cord breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported by a patient, that he was implanted with a dynesys flexible spinal fusion (catalogue number unknown) in 2008 (date of implantation unknown). It was also reported, that he experienced 8 years of constant disability and pain, and went a month and a half ago to the doctor and the devices were explanted due to cord breakage.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a dynesys spine implant (catalogue number unknown)on an unknown side (exact date not reported). The patient was revised on unknown date due to pain and breakage.